Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the polytetrafluoroethylene is still holding the two ends together. There are kinks on the hypotube 33.8 cm and 35.7 cm from the handle. Microscopic inspection revealed no additional damages. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 17jul2019. It was reported that the device was deformed and a stent failed to pass through it. A 145 guidezilla guide extension catheter was selected for a patient procedure. The intention was to treat the "rad." The lesion had a diameter of 4 mm and was a chronic total occlusion. During the procedure, it was noted that the device was deformed and the unspecified non-bsc stent was unable to pass through the device. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device analysis revealed a collar separation.